Event description:
The customer reported that she was activating a pod, but the device "didn't snap when the cannula was supposed to insert". In addition, she reported that she didn't feel the needle insertion. She proceeded to wear the pod and "had high blood sugars through the day" (a high reading of 408 mg/dl was experienced). The pod was removed and replaced and will be returned for eval.

Manufacturer narrative:
The pod was returned and evaluated. The eval confirmed that user error had caused the reported event which resulted in high bg readings. During the activation process, the pod's needle mechanism was found to have fired into a "hard surface" (such as the needle cap or scar tissue), causing it to bend into a "z" shape. (The hard surface into which the needle fired, however, is unk.) Because of the failed needle deployment, the cannula did not insert into the user, which prevented the delivery of insulin from the pod. The customer proceeded to wear the defective pod, resulting in the high bg's as reported. Note: the pod's needle deploying mechanism was fully evaluated - no defects were found that would have resulted in a deployment failure; the mechanism functioned as intended. The cause of the customer's high bg's is determined to be from user error and not from and mfg or product-related issue.